Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no additional patient information provided.

Event description:
It was reported that there was a system error and a pump shutdown. The incident occurred during an infusion of noradrenaline and vasopressin. The specific medication details were not provided. The pcu displayed "system/pump error" and the on/off button was "flashing" prior to the channels stopping pumping. As a result, the patient's systolic blood pressure decreased to 60-65mmhg. Metaraminol (0.5mg/1ml) was administered to treat the hypotensive event. It was reported that the patient's blood pressure "returned to normal" after receiving the metaraminol. The serial numbers of both lvps (8100s) are unknown. It is also unknown which lvp was infusing which drug. The same channels were reconnected to another pcu and the noradrenaline and vasopressin infusions restarted without issue. There was no patient harm. Although requested, no additional patient information was provided.

Event description:
It was reported that there was a system error and a pump shutdown. The incident occurred during an infusion of noradrenaline and vasopressin. The specific medication details were not provided. The pcu displayed "system/pump error" and the on/off button was "flashing" prior to the channels stopping pumping. As a result, the patient's systolic blood pressure decreased to 60-65mmhg. Metaraminol (0.5mg/1ml) was administered to treat the hypotensive event. It was reported that the patient's blood pressure "returned to normal" after receiving the metaraminol. The serial numbers of both lvps (8100s) are unknown. It is also unknown which lvp was infusing which drug. The same channels were reconnected to another pcu and the noradrenaline and vasopressin infusions restarted without issue. There was no patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
Note: supplemental MDR's manufacturer report number 2016493-2021-02381 (B)(4) and 2016493-2021-02383 (B)(4) were close cancelled as the suspect was determined to be solely the pcu sn (B)(6), and not either of the two associate lvp's that were involved in the event. Therefore the supplemental MDR's for the two generic lvp's (8100) were close cancelled and this supplemental MDR will contain the results of the event. The customer¿s report of a pcu system error and the pumps shutdown was confirmed in the logs and replicated during testing. The pcu event log identified a ¿channel disconnection¿ which caused all infusing devices to lose power and stop infusing. Following the disconnection, an ¿audio failure¿ occurred. Both the ¿channel disconnect¿ and ¿audio failure¿ required user confirmation. Inspection: inspection of the iuis identified thermal damage to the pcu¿s female iui. Thermal damage was observed on pins 15 (ground) and 14 (+8v) indicating that a short circuit had occurred. Log analysis results: the review of the pcu error log recorded an error code 133.6090.0 (main speaker failure) on (B)(6) 2020 at 4:56 am. The pcu event log identified a channel disconnection and audio failure that occurred on (B)(6) 2020 at 4:56 am. The log showed that during the disconnection event all infusing devices were removed. The log showed the user confirmed the disconnection. The user then confirmed the ¿audio failure¿, then selected ¿system off¿ which initiated a system ¿power down¿ the ¿main speaker failure¿ occurred when the system was next powered on, seconds later. Test results: the damaged iui was removed and replaced with a known good iui. Ambulation testing performed on the device failed to produce a thermal event or channel disconnection. Additional testing performed using a test pcu and pump module found when pins 15 and 14 in female iui were shorted. The pcu alarmed ¿channel disconnection¿ and ¿audio failure¿ and the infusing pumps will lose power and shutdown. This failure behavior was observed in the source pcu event log. The probable cause of the customer¿s complaint of a system error and the pumps shutdown is the result of a ¿channel disconnection¿ and ¿audio failure¿. The root cause of the ¿channel disconnection¿ and ¿audio failure¿ is the result of shorted female iui pins 15 and 14 which caused a temporary loss of the 8-volt supply resulting in an audio failure as well as channel disconnects. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 05/08/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 02/04/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records was performed for the returned source device (s/n (B)(6)) which did not confirm similar complaints with the same or related failure mode for this customer.